Event description:
A healthcare worker complained of skin discoloration on the hand upon removal of a load from a completed cycle. The worker treated the contact area with water and no medical attention was received. The symptom resolved within one day.